Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold. The physician tried to reposition the ra lead but the helix could not be retracted. The ra lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of unacceptable capture threshold and helix mechanism issue were confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was extended and stretched consistent with procedural damage and was clogged with blood/ tissue. X-ray examination of the lead found the inner coil was overtorqued and all of the inner coil filars were fractured in the connector region consistent with procedural damage. Electrical testing found an intermittent internal short between the inner coil and outer coil conductor paths due to the overtorqued and fractured inner coil in the connector region. Unable to perform helix mechanism/ extension length test due to the damaged helix. The cause of the reported event of unacceptable capture threshold was isolated to the overtorqued and fractured inner coil in the connector region while the cause of the reported event of helix mechanism issue was isolated to the overtorqued and fractured inner coil in the connector region, the damaged helix and the helix clogged with blood/ tissue.